Event description:
It was reported that a portion of the drain remained in the patient's knee when the device was removed. The portion that remains in the patient will have to be removed surgically. Additional info has been requested regarding the event.

Manufacturer narrative:
The sample was not returned for eval. The device history record was reviewed for the reported lot number and found nothing that could have caused or contributed to the reported event. (B)(4).